Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2021. H.6. Investigation: two 2000e-04 samples were received in sealed packaging for investigation, one from lot 20116593 and the other from lot 20066937. No connecting products were returned to assist the investigation, furthermore no additional information was received to assist the investigation in this instance. A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting the smartsite components to a retained 50ml bd plastipak syringe from stock; in each instance no flow restrictions or occlusions were identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20116593 and 20066937 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause for the customer's experience could not be determined as no occlusion or flow restriction was observed during testing of the returned smartsites. CAPA#1998036 was initiated.

Event description:
It was reported that 2 smartsite needle-free connectors, 1 each from lots 20116593 and 20066937, had tight bungs that did not allow medicine to flow through during the injection. The following information was provided by the initial reporter: "multiple complaints regarding these bungs where the mechanism is so tight that drugs cannot be injected through port; can improve sometimes if removed from venous cannular, tightened fully and injected forcefully."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20116593, medical device expiration date: 2023-11-26, device manufacture date: 2020-11-18. Medical device lot #: 20066937, medical device expiration date: 2023-06-25, device manufacture date: 2020-06-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 smartsite needle-free connectors, 1 each from lots 20116593 and 20066937, had tight bungs that did not allow medicine to flow through during the injection. The following information was provided by the initial reporter: "multiple complaints regarding these bungs where the mechanism is so tight that drugs cannot be injected through port; can improve sometimes if removed from venous cannular, tightened fully and injected forcefully."